Event description:
The customer reported to beckman coulter (bec) that an unknown amount of blue liquid was leaking from the unicel dxh 800 coulter analyzer and onto the counter. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the tubing from the aspiration probe to blood sampling valve (bsv) came off of port #1 on bsv. The fse dressed the tubing and replaced on fitting resolving the leak. While on site, the fse discovered that valve (vl100), for bsv self-cleaning, was not closing properly. The fse replaced the vl100 allowing diluent to flow into the waste chamber. Activity performed was verified to meet the specified requirements per established procedures. Failure mode of the leak was related to a disconnected tubing from port 1 on the bsv. Failure mode of an insufficient diluent going to the waste chamber was associated with the vl100 not closing properly. (B)(4).